Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was using cold insulin. Additionally, they were not removing the residual air from the cartridge. There was no adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.